Event description:
It was reported by the rep that the (1) ms512 and the (1) 511h were used during a laparoscopic cholecystectomy procedure. It was reported that the surgeon installed the ms512 and it broke. The 511h device leaked pneumo. There was no pt consequence.